Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a ligament suture procedure, the suture of the twinfix ultra was fractured. The procedure was successfully completed without delay using a back-up device in an additional bone hole. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was no way to determine if the device contributed to the event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found that a material certification is required with each lot. A review of the customer provided images found the anchor attached to the distal end of the device shaft on top of the packaging confirming the product identification information. The anchor has debris throughout the threads. A visual inspection of the reported device found that it was returned outside of the original packaging. The shaft and anchor threads have debris. The sutures are not with the device. Based on the condition of the product material found during visual inspection additional material testing is not required. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.